Manufacturer narrative:
The representative does not have the pump to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 43-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Acute limb ischemia was reported, resulting in explant of the impella cp device. The ischemia was reported to have begun during or after repositioning unit insertion. The patient was noted to have obesity as an additional contributing factor. Activated clotting time was reported at 180 seconds around the time of the event. Following device removal, the limb ischemia resolved. The patient subsequently required extracorporeal membrane oxygenation support as a bridge to mechanical circulatory support prior to heart transplantation. The patient survived the adverse event with no additional adverse events reported. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Additional information was received from the field representative. The field representative was uncertain if extracorporeal membrane oxygenation (ECMO) was implanted prior to the removal of the impella cp device or if it was initiated after removal of the impella. The patient did require ECMO support prior the the heart transplant. However, it was confirmed that the limb ischemia was resolved after the impella was removed.